Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6.

Event description:
It was reported that a 31mm 11400m valve in the mitral position underwent a valve-in-valve procedure after an implant duration 1 year, 5 months due to a leaflet thickening/immobility, regurgitation. The patient presented with fatigue. The tmvr was performed with a 29mm (B)(6) transcatheter valve. Per medical records, tte on (B)(6)2024 showed severe regurgitation with a centrally directed jet without stenosis. Appears there is structural failure of the leaflet to coapt with severe regurgitation. Per internal echo imaging, possible early structural valve deterioration in the setting of advanced ckd, the reverse s-shaped curvature and the pattern of commissural thickening can be seen in the setting of extrinsic interference including the presence of suture loop(s).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 31mm 11400m valve in the mitral position underwent a valve-in-valve procedure after an implant duration 1 year, 5 months due to a leaflet not functioning creating regurgitation. The tmvr was performed with a 29mm 9755rsl transcatheter valve. Per reported information, physicians state their belief that the valve failed based on the length of time since implant.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. Correction: b5, b7.

Event description:
It was reported that a 31mm 11400m valve in the mitral position underwent a valve-in-valve procedure after an implant duration 1 year, 5 months due to a leaflet thickening/immobility, regurgitation. The tmvr was performed with a 29mm 9755rsl transcatheter valve. Per internal echo imaging, possible early structural valve deterioration in the setting of advanced ckd, the reverse s-shaped curvature and the pattern of commissural thickening can be seen in the setting of extrinsic interference including the presence of suture loop(s).